Event description:
Unidentified pieces of lead were received into analysis and are believed to be part of this patient's explanted lead. Lead product analysis (pa) was completed on 6 returned lead portions. Due to the condition of the lead as received, determining the connector pin versus the connector ring quadfilar coils could not be made during the visual analysis of the returned 81mm, 95mm, 10mm, 8mm and 18mm portions. During visual analysis the 81m portion appeared to be twisted in some areas. These findings are consistent with patient manipulation of the device while it was implanted. The surface of the quadfilar coil appeared to be melted. Scanning electron microscopy (sem) was performed and the end of the coil was identified as having appearance of being melted at one time. What appeared to be patter and pitting was observed on the coil surface. The cause of the melted quadfilar is unknown. It is possible the coil was thermally damaged when exposed to a high temperature device such as electrosurgical unit during the explant of the lead. Quadfilar coil 2 appeared to be broken approximately 2mm from the end of the abraded open/torn outer silicone tubing. Sem was performed and showed the are on three of the broken coil strands as having evidence of stress induced fracture with mechanical damage. No pitting on two of the broken coil strands and pitting and residual material on the third. Determination could not conclusively be made on the fracture mechanism of the remaining broken strand. Pitting, residual material and flat spots were observed on the coil surface. It is believed that stimulation was present for a certain period as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of lead discontinuity which may include material fracture, rough or pitted surface, thinned material thickness, electro etching or material dissolution. The abraded opening found on the outer and inner silicone tubes and the cut end at that were made during the explanted process most likely provided the leakage path for the dried remnants of what appeared to have once been bodily fluid inside the outer and inner silicone tubes. The electrode bifurcation appeared to be torn. The 95mm portion, 8mm portion, and 18 mm portion had quadfilar coils that appeared to be kinked past the electrode bifurcation. White deposits were observed on the inner silicone tubes of the returned 18mm portion. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. Continuity checks of the returned lead portion except the 3 mm portion were performed with no other discontinuities. Based on the findings in the product analysis lab, there are no other anomalies identified with the returned portions.

Event description:
The generator and lead were received and product analysis was completed. During generator analysis, various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. The device output signal was monitored for more than 24 hours while the generator was placed in a stimulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. During the visual analysis of the lead, the majority of the lead assembly (body) appeared to be compressed and twisted with several abraded openings. The twisting of the lead is consistent with patient manipulation/rotation of the device while it was implanted (twiddler). The connector pin quadfilar coil appeared to be melted approximately 285mm from the end of the connector boot. The connector ring quadfilar coil appeared to be broken approximately 286mm from the end of the connector boot. Scanning electron microscopy was performed on the melted end of the connector pin quadfilar coil and the area was identified as having the appearance of being melted, with re-solidified material. It is possible the thermally damaged coil was exposed to a high temperature device such as a cauterizing tool (electrosurgical unit) during the explant of this lead. Scanning electron microscopy was performed on the connector ring quadfilar coil break (found at 286mm) and identified the area on three of the broken coil strands as being mechanically damaged which prevented identification of the coil fracture type with residual material and pitting on one of the broken coil strands. The area on the remaining broken coil strand was identified as having evidence of being worn to the point of fracture. Pitting was observed on the coil surface. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. The abraded openings found on the outer silicone tubing and the abraded open / torn end, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids inside the outer silicone tubing. What appeared to be white deposits were observed in various locations. Eds (energy dispersion spectroscopy) was performed on the deposit observed on the outer silicone tubing and identified the deposit as containing sodium, magnesium, calcium, silicon, phosphorus and sulphur. With the exception of the observed discontinuity and abraded openings found on the outer silicone tubing, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no other discontinuities were identified.

Event description:
During the patient's generator replacement surgery, when the old generator was removed, the surgeon noticed that the lead was twisted. The surgeon tried to untwist the lead with his hands and the lead broke. It was noted that the lead must have been "hanging by a thread" and seemed to already be on the verge of breaking as it broke fairly easily when the surgeon untwisted it. The lead was replaced. The explanted products have not been received by the manufacturer to date. No other relevant information has been received to date.